Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown lfit v40 femoral head. The information in this report was provided by stryker orthopedics¿ legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that through patient's legal counsel, it is alleged that patient had unexplained pain, blood ion level testing revealed high ion levels of chromium (4.3) and cobalt (36), with a probable diagnosis of metallosis. Revision surgery occurred on october 4, 2013. Femoral head and insert were revised.